Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes that customer notices clotting on the meniscus and hemolysis occur. The following information was provided by the initial reporter. The customer stated: ¿we are currently working on 5ml sst tubes reference 367955 lot: 2164898. We have noticed that after centrifugation of the tubes we have a remnant of clot on the meniscus and sometimes hemolysis as a result."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-18. H.6. Investigation summary: bd received 21samples and 2 photos for the investigation. The photos were reviewed and hemolysis and red cell hang up was observed. Gel smearing was not observed. The reported red cell ring was red cell hang up. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and hemolysis based on the trend identified and the photo provided. A corrective and preventive action was created to address the issue. Gel smearing was not confirmed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes that customer notices clotting on the meniscus and hemolysis occur. The following information was provided by the initial reporter. The customer stated: ¿we are currently working on 5ml sst tubes reference 367955 lot: 2164898. We have noticed that after centrifugation of the tubes we have a remnant of clot on the meniscus and sometimes hemolysis as a result."